Event description:
It was reported that the pump did not deliver a bolus requested by the customer. Customer's blood glucose (bg) level was 74 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.